Event description:
It was reported that error 171 was displayed during the procedure. The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 171 was displayed during the procedure. The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse confirmed the reported under power error code. During testing, it was found that the rf had drifted low, out of specifications. Power output was low. The laser console was recalibrated, which resolved the issue. The console passed full functional and electrical safety testing. It is likely that the device displayed because of normal usage wear. Over time as the laser was used, components will wear down, causing the calibration points to drift.